Event description:
Boston scientific crm received information that this right atrial (ra) lead dislodged and resulted in a loss of atrio-ventricular synchrony. The physician elected to replace the lead rather than reposition the lead. No adverse patient effects have been reported.

Manufacturer narrative:
The lead was successfully extracted. A request has been made for the lead to be returned. No additional information is available. Should any additional information related to this event become available, this event will be updated.